Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed in a large volume infusor due to an air rock. This was observed by the patient during infusion. The drug was remained in the device after 3 days from infusion start. The air was removed from the tubing and flow of fluid was observed during the priming. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufactured december 1, 2016 ¿ december 2, 2016. One actual infusor unit was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.